Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. Unable to enter bolus and test due to intermittent button response. No numbers scrolling on its on during test noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube thread. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 172 mg/dl. The customer stated that keys are not working correctly. The customer stated that he replaced battery and got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 172 mg/dl. The customer was trying to bolus and got alarm. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.